Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had circuit failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they received a critical pump error image on the pump screen. The insulin pump will not be returned for analysis.